Event description:
It was reported that an error code 5 instrument error flashed on console screen of the generator during an unknown procedure. The device was re-adjusted and it still did not work. A new device was used to complete the case with no patient consequence. One device returning.